Event description:
The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during system withdrawal until the system was fully withdrawn, and closure failed. There was no reported patient injury. The procedure used a retrograde approach, and the vcd was used in an interventional procedure. An 8f non-cordis sheath was used. During use of the vascular closure device (vcd), there was no difficulty connecting it with the non-cordis sheath. The indicator wire cowling locked properly, an audible click was heard, and pulsatile flow was observed. The vcd and the sheath were retracted together until bleed back slowed, and no black color was seen on the indicator. The physician kept a thumb on the plug deployment button, and no red color appeared in the indicator window. Upon removal, the indicator wire loop was deployed with no abnormalities. The device was also deployed outside the body, where the indicator window changed color normally. The patient was in normal condition after the procedure. The operator was trained, and the device was stored and prepared according to the instructions for use (IFU). No package or device damage was noted prior to use. Suitability of the femoral artery, including sheath insertion angle, was verified by angiography, and the vessel diameter was confirmed to be at least 5 mm. No calcium, plaque, stent, or significant stenosis was present at or near the puncture site. There had been no prior closure of the femoral site within 30 days, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm before using the vcd. The device will be returned.

Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color during system withdrawal until the system was fully withdrawn, and closure failed. There was no reported patient injury. The procedure used a retrograde approach, and the vcd was used in an interventional procedure. An 8f non-cordis sheath was used. During use of the vascular closure device (vcd), there was no difficulty connecting it with the non-cordis sheath. The indicator wire cowling locked properly, an audible click was heard, and pulsatile flow was observed. The vcd and the sheath were retracted together until bleed back slowed, and no black color was seen on the indicator. The physician kept a thumb on the plug deployment button, and no red color appeared in the indicator window. Upon removal, the indicator wire loop was deployed with no abnormalities. The device was also deployed outside the body, where the indicator window changed color normally. The patient was in normal condition after the procedure. The operator was trained, and the device was stored and prepared according to the instructions for use (IFU). No package or device damage was noted prior to use. Suitability of the femoral artery, including sheath insertion angle, was verified by angiography, and the vessel diameter was confirmed to be at least 5 mm. No calcium, plaque, stent, or significant stenosis was present at or near the puncture site. There had been no prior closure of the femoral site within 30 days, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm before using the vcd. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, with the guard locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 7f non-cordis catheter sheath introducer was returned apart from the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed during analysis of the returned device, as the window was received in full transition and the device was fully deployed. The exact cause of the reported condition could not be conclusively determined as it was reported that the device was tested outside of the patient¿s body; therefore, the issue could not be tested in the laboratory. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure; however, a 7f sheath was returned inserted in the device. As reported in the product description within the instructions for use (IFU), ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.